Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 31g 8mm experienced a failure to deliver which was noted during use. The following information was provided by the initial reporter: material no. 320881, batch no. 8263491. Verbatim: consumer reported needle clog during injection, stated that she does not always prime the needles and she does not re-use. Lot # 8263491, catalog # 320881, date of event: (B)(6) 2020. Samples available for return.

Event description:
It was reported that an unspecified number of pen ndl 31g 8mm experienced a failure to deliver which was noted during use. The following information was provided by the initial reporter: material no. 320881 batch no. 8263491 verbatim: consumer reported needle clog during injection, stated that she does not always prime the needles and she does not re-use. Lot # 8263491 catalog # 320881 date of event (B)(6) 2020 samples available for return

Manufacturer narrative:
H.6. Investigation summary customer returned (1) lilly humalog pen. No bd pen needles were returned with the pen. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no bd pen needles were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.